Manufacturer narrative:
Medwatch sent to FDA on 08/16/2016. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow up has been performed to determine the device manufacturer, serial number, lot number, implant date, patient name, patient date of birth, pathological testing results, explant date, and device relationship of the reported event. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants."

Event description:
Allergan representative reported via email having received a poster about a left side alcl complaint, device manufacturer unknown. Email states &#61524; hospital [...] There was a poster recently presented by [healthcare professional.] The poster is about a alcl complaint, but it does not specify if device manufacture company. [Healthcare professional] refuses to provide any information because that hospital does not authorize to provide it without subject consent."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses: "after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma."

Event description:
Additional information received from translation services: patient "had an accentuated and progressive increase in the volume of [patient's] breast reconstructed two weeks before, without systemic symptoms or signs. The ultrasound revealed a large quantity of liquid around the implant, with echogenic material in its interior with an arborescent aspect. In the liquid collected through us-guided fine-needle aspiration, atypical cells were detected." "The patient was subjected to the removal of the implant and a total capsulectomy. The pet-CT scan was normal, without evidence of lymphadenomegaly or infiltration of the liver or bone marrow (stage I ¿ t1, n0, m0). There was no oncology indication of radiation therapy or chemotherapy." As complete pathological markers have not been received, the event will continue to be captured as lymphoma.